Manufacturer narrative:
1038671-2024-00623 manufacturer narrative: the reason for the reported revision cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening, or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that a patient had a left total hip arthroplasty on (B)(6) 2016 and then experienced a revision surgical procedure (B)(6) 2023 approximately 6 years and 7 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.